Manufacturer narrative:
(B)(4). The device was received for evaluation. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluaiton includes functional and electrical testing on the device. An internal and external visual inspection was performed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the iipv event was unexpected high ultrafiltration relative to other therapies. If any additional relevant information is obtained or becomes available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 23:31:16. During night drain cycle one, the patient's ultrafiltration reading was 2038ml, indicating the home patient (hp) drained 2038ml more than their maximum programmed fill volume of 3000ml. No additional information is available.